Manufacturer narrative:
Based on our investigation of the complaint, this brush has been identified as the d10 power toothbrush. This report is being filed due to a melted hole in the handle. It has been determined that a melted area on the housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product has been requested and an investigation will be conducted upon its arrival.

Event description:
Toothbrush has melted / device was smoking / hole next to the charging light, looks as if plastic melted [device physical property issue]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A mother reported spontaneously via e-mail on (B)(6) 2018 that the oral-b rechargeable toothbrush, version unknown (stages power toothbrush, mickey mouse) belonging to her child of unspecified age and gender had melted. The mother elaborated that the device was smoking and it wasn't even being charged. No symptoms developed. Relevant history: none reported. No further information was provided. On (B)(6) 2018 received mother's follow-up phone call: the mother reported that the toothbrush had been purchased less than a year ago. She described the on the day of the incident, her son had the device under his arm and it started smoking. Then a hole appeared near the charging light and it looked as if the plastic/rubber had melted. The mother stated that this was the first time that her son had used this particular version of toothbrush, that it had been in use for more than 3 months but less than a year, and it had not been dropped. She charged the unit by plugging it into a 2 pin plug device, after 2 weeks; the charger type was 3757. She used unlip rinse with warm water to clean the toothbrush. It was unknown if the toothbrush was still working. Toothpastes used most often with this product included organi and colgate. No further information was provided.

Manufacturer narrative:
Based on our investigation of the complaint, this brush has been identified as the power toothbrush. This report is being filed due to a melted hole in the handle. It has been determined that a melted area on the housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product has been requested and an investigation will be conducted upon its arrival. 02-may-2018 product investigation results: reporter returned product on 12-apr-2018. Product return was received and investigated. Investigation results confirmed that the melted area on housing of the handle has been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA.

Event description:
Report source: non-event - spontaneous. A mother reported spontaneously via e-mail on (B)(6) 2018 that the oral-b rechargeable toothbrush, version unknown (stages power toothbrush, mickey mouse) belonging to her child of unspecified age and gender had melted. The mother elaborated that the device was smoking and it wasn't even being charged. No symptoms developed. Relevant history: none reported. No further information was provided. 07-feb-2018 received mother's follow-up phone call: the mother reported that the toothbrush had been purchased less than a year ago. She described the on the day of the incident, her son had the device under his arm and it started smoking. Then a hole appeared near the charging light and it looked as if the plastic/rubber had melted. The mother stated that this was the first time that her son had used this particular version of toothbrush, that it had been in use for more than 3 months but less than a year, and it had not been dropped. She charged the unit by plugging it into a 2 pin plug device, after 2 weeks; the charger type was 3757. She used unlip rinse with warm water to clean the toothbrush. It was unknown if the toothbrush was still working. Toothpastes used most often with this product included organi and colgate. No further information was provided.